Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The reporter reported that on (B)(6) 2011, the pt obtained the blood glucose reading of 60 mg/dl, and she experienced the symptoms of shaking and a racing heartbeat. The pt administered self-treatment by consuming food; she did not seek any medical attention. The pt's subsequent blood glucose reading was 90 mg/dl. Troubleshooting revealed, the pt had a high basal rate programmed into the pump. The technical support representative assisted the pt in adjusting and lowering the basal doses. There is no evidence the pump was not accurately and correctly delivering insulin. The pt programmed too high basal doses into the pump. However, as the pt experienced symptoms suggesting severe hypoglycemia and received treatment with food, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.